Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old italian patient underwent primary breast augmentation with a mentor siltex round high profile 225cc gel-filled breast prosthesis that ruptured after implantation. During a medical examination, the rupture was diagnosed. As a result, the patient underwent explantation and replacement on (B)(6) 2018. The replacement prosthesis was also a mentor siltex round high profile device (s/n: (B)(4)). No accompanying symptoms were reported, and the patient has since recovered fully. No hospitalization was required. The patient¿s first ever gel implants were placed on (B)(6) 2005.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the lot number of the device is actually l48271. This device was manufactured in (B)(4). The (B)(4) breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as asrs/psrs or mdrs. However, since this event has already been reported to FDA, any additional information will also be submitted as applicable. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On (B)(6) 208, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device. White material was observed on the shell surface. Upon initial inspection, the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release. As such, the product evaluation team (pe) concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) of lot number l48271 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices, and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).